Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, catalog number, and implant date. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is either a taper I or taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Physician reported gastric lap-band broken.